Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2016 due to high blood glucose and died the same day. The cause of death was unknown. The caller stated that the customer was admitted probably after a party. Toxicology results did not confirm the presence of alcohol in the customer's blood. The customer had urine ketones at 5000 at the time of admission. The caller stated that the customer had metabolic disorders like kidney disease that may have led to the customer's passing. The customer¿s blood glucose was 1700 mg/dl at the time of admission. It is unknown if the customer was wearing the insulin pump at the time of admission. The customer was not using sensors. The caller declined to return the insulin pump for analysis.